Manufacturer narrative:
Ortho performed retain testing, batch review, complaint review by lot and master lot. Based upon the results of this investigation, the reported customer issue was unable to be confirmed. All results were satisfactory. Sample was not returned to ortho for further investigation. (B)(4).

Event description:
Customer reported getting unexpected reactivity in the b microwell of the abd/abd gel cards of lot 033018053-04. The wells of the gel cards are producing accurate results (positive or negative reactions as expected) for qc and other donor units. However, they have one instance where possible carryover occurred when typing an a positive donor unit with carryover from the pipette tip of the a microwell(4+reaction) to b microwell (4+reaction) occurred. This typed the unit as ab positive, while the actual type was a positive. Issue started on:(B)(6) 2018; frequency: 1x; microtubes/wells or cell (donor #) affected: forward b microwell; methodology used: manual gel. Cards /cassettes/ storage condition temperature: as per IFU visual appearance before use: acceptable reagent red blood cell storage and handling: as per IFU customer retested the donor unit using tube reagents and typed the donor correctly as a positive. Tsc had customer retest the donor unit with the same gel cards and reagents and the issue could not be duplicated. Centrifugation times are accurate. Customer has no issues with the diluent being used in the forward typing.